Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further info.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,500 ohms. An invasive procedure was performed. After the pocket was opened, the lead was tested on a pacing system analyzer (psa) and confirmed high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture near the device pocket was suspected as manipulation produced varied impedance measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.